Event description:
My son just started using renu with moistureloc and within one week he had a serious infection in his right eye. We took him to the e.r. Where he was treated with antibiotics and directed to see an eye specialist. We took him to eye center. He stopped using a contact in that eye but continued to use a new contact in his left eye. Nine days later, his left eye became infected. He has been to the eye center at least eight times now. In both eyes, scars on the lenses are clearly apparent. The entire white part of the eye was extremely red, and he was in an extreme amount of pain. Before using renu with moistureloc, he has never had any infections or any problems with his eyes.